Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test kit , so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line ,and nothing next to the c-line. The customer was able to send us a picture of the test cassette . I advised the customer that I will forward the information to the complaint team for review. The customer will await an email back from acon labs.

Event description:
Invalid result. We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test kit, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line, and nothing next to the c-line. The customer was able to send us a picture of the test cassette. I advised the customer that I will forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov3120014 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3120014 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.